Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy rash under the back therapy electrodes. The patient's physician instructed the patient to use a hydrocortisone cream on the rash. During a follow up call, the patient reported that the rash was almost gone. There was no allegation that a device malfunction caused or contributed to the reported rash.